Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller, who was an MRI technician, reported that the patient had turned the stimulation off for years as the stimulator was not working. No patient symptoms were reported. No further complications were reported or anticipated.